Event description:
A customer reported experiencing a cartridge alarm during the pumping process. The customer's blood glucose level was displayed as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus using the pump and did not require assistance from a third party. Technical support confirmed the issue with consecutive cartridge alarms and decided to replace the pump as a resolution.